Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on september 17, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) . The patient had a scheduled retrieval approximately 11 months later, on or about (B)(6) 2017 by dr.(B)(6) at the (B)(6) in (B)(6). The physician was unable to retrieve the filter due to tilt, embedment and perforation. The patient further alleges ¿multiple attempts to retrieve the filter with snare in one documented procedure.¿ argon¿s attorneys are attempting to gather additional information.